Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 03-jan-2025 investigation summary bd received four samples and four photos for investigation. Evaluation of the photos indicates that air bubbles are present. Functional tests were conducted on the four returned samples and ten retained samples using water, and no air bubbles were observed in any of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: air bubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd preset¿ eclipse¿, air bubbles were found in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd preset¿ eclipse¿, air bubbles were found in an unspecified number of samples. No adverse impact was reported regarding the patient or user.